Event description:
It was reported the customer had lost sensor alarm with their sensor. It was also reported the sensor cannula broke in half. Customer's mother believed this was cause by their sensor detaching from their body and sticking to the tape. Customer's blood glucose was unknown. The mother declined to troubleshoot. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor, found that the sensor was returned damaged and missing the broken piece. We are unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.